Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Patient reported left side "capsular contracture," baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5,b.7, g.1, h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient additionally reported an "infected left breast" and rupture. Device remains implanted.

Event description:
Patient reported left side "capsular contracture," baker grade unknown, "infected breast" and possible "rupture." Device remains implanted.

Manufacturer narrative:
DHR trend summary: trend summary confirmed an additional investigation was performed to determine any patterns or similarities related to these records. Further investigation: with the information collected during the investigation, there is enough evidence to support that device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Reason for reoperation: "capsular contracture," baker grade unknown, "infected breast" and possible "rupture."